Event description:
The customer was hospitalized for high bgs. The customer stated that the pump showed few units remaining but customer did not check their bgs all day. When the customer went to the hosp the reservoir was empty. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer was disconnected from the pump while in the hospital. Suggested the customer call back when ready to go back on the pump.